Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reports "the pump was discarded after pt received his transplant. There was a reported drop in both flows and pump and purge which both resolved with tpa."

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 51-year-old male patient presenting in acute decompensated cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), flows dropped and the placement signal became unreliable. Tissue plasminogen activator (tpa) protocol was started, which improved the flows; however, placement signal still unreliable. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-8 at 4.6l/min with d5w sodium bicarbonate in the purge solution. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.